Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot# va21sud; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that the patient is not getting any relief at all now. Called the patient back and they had enough charge to check the settings. Checked the settings and they were on program 5 at 4.2 volts. On the call, the patient increased the stim to 4.5 volts. Wait a couple days and monitor their symptoms to see if they improve, the patient said someone told their daughter that a wire was twisted, but then covid hit.

Event description:
Additional information was received from the patient. They reported that the root cause was unknown. The technician "tweaked" the perfect setting against the patient's advice and it never worked again. Also, they said a wire is twisted over a year ago. The cause to the twisted wire was unknown. Since the manufacturer technician called to change settings after 2 weeks ago, the patient have better control at night.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va21sud serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va21sud, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-aug-2023, UDI#: (B)(4). Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was getting relief of bladder symptoms until she went to the doctor (B)(6) 2019 and they increased her stimulation to 1.1 volts. Since then, patient has had a return of symptoms. Caller wants to put patient back to the setting she was doing well with at program 2 at 0.7 volts. Troubleshooting was performed and caller was able to adjust patient's stimulation. Additional information was received from the patient. Patient said she was on program 1 at 0.7 and was doing well. Patient said she was at the clinic and was told to increase stimulation to 1.1v  and that was a "failure big time". Patient has also tried other program and adjustments with no success. Patient went back to program 2 at 0.7v. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that it worked well in the very beginning. Then at one point they think it was in (B)(6) they were at .8 volts, they went to the technician and the technician wanted to adjust it. Since the technician moved the settings it doesn¿t work. The patient had been on all numbers in between and they take a water pill latex. They said it doesn¿t make a difference if they take none, whole or half. The patient confirmed this happened in (B)(6). They had tried programs 1,2,3 and 4. On the call the patient switched to program 5 at 3.6 volts. They were told to monitor symptoms to see if they improve. The patient confirmed no falls or trauma. Additional information was received from the patient. They reported that the patient called about the letter, it was noted that they would fill it out and send it back. They reported that they had an appointment with the pa and nothing helped, they had another appointment scheduled for the following friday. Additional information was received from the patient. They reported that the patient could not clarify the issue to why the device is not working. The patient asked the personal assistance not to change the setting. They wanted to tweak it and it never worked again, even on the same number. They went back to another personal assistance and they could not help the patient either. Have another appointment (B)(6) 2020, hope it works. For some reason, the patient do not seem to have the problem during the day the last couple of weeks. Wish it worked in the morning. The minute they put their second foot on the ground, the device fails. On (B)(6) 2021, the patient reported the problem is much worse. The device never works. The doctor says a wire is twisted. They don't want to go to the doctor's at this horrible time. Didn't bother changing the number, it doesn't help.